Event description:
It was reported that the bar should be white in color and it is blue. There will be one pack(150 devices total) returning.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: quantity updated to 1 as the issue was with one pack. Spoke to the customer and obtained clarification on the event. The distributor ordered a ck087 kit and included in the kit should have been a bag (150 each) of lt202 white cartridges. The label on the bag said lt202, but contained lt102 blue cartridges.

Manufacturer narrative:
(B)(4). Additional information: upon inspection of the pack it was confirmed that the information on the label did not match with the product received. This condition is related to our packaging process.